Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. No abnormal electrical activity was noted. The minimal voltage drop was consistent with high output settings and increased pacing demand. Further evaluation under various pulse amplitudes measured current levels within normal range, and no indication of premature depletion noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.